Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Based on the analysis, the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that an unspecified alarm occurred during insulin delivery. Reportedly, the customer reloaded the cartridge to address the issue. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200-220 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.